Event description:
12/13/96, 4 fr midline catheter, single lumen, 8" placed (lt) cephalic vein, no problems noted past insertion. Line threaded easily. Arm circum .135" before insertion. (1348). 12/13/96 at 1630 bleeding under 2 x 2 gauze dsg. 12/14/96 small blood blister above insertion site, otherwise clear. Pt instructed to call if any change such as pain or fever noted. 12/16/96 small red knot 2.5 cm forming at site, grade I. Pt instructed to use warm, moist heat. Small blood blister above left ac. Dressing change done. 12/16/96 pt had called with c/o small amount of blood on dressing at PICC site. "Looks like it's pulled out about .5in". Dressing intact no pain at site. Drug infused without problems. 12/17/96 nursing visit in am, area of redness 2 x 2 " noted with small firm knot. Small amount of dried blood on dressing and migration of line noted. Unable to draw labs, requiring re-insertion.